Event description:
It was reported that the patient had a loss of therapeutic effect in (B)(6) 2013. The patient was getting up 5 to 6 times per night and was not getting any rest. The patient had no stimulation sensation and had not felt stimulation in the past 8 months. The patient programmer had not connected to the patient¿s implantable neurostimulator (ins) in 2 to 3 months and they were not able to adjust stimulation. The manufacturer representative had an implant day setup up next week in 7 days. The nurse saw the patient for the first time on (B)(6) 2014 and the manufacturer representative was in surgery. The patient had not felt stimulation for about 6 months and had a significant fall about 6 months ago and the ins stopped working after the fall. They were unable to get telemetry with the clinician programmer and the ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v041100, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The cause of the event was not determined and it was device related. Reprogramming was not needed and on (B)(6) 2014 the battery needed replacing. No troubleshooting, interventions, or other actions were taken to resolve the event. The testing in the health care provider¿s (hcp¿s) office determined that the battery needed replacing and the patient was not recovered with symptoms or an issue ongoing. The patient refused cardiac evaluation preoperatively and the procedure would not be done until the patient complied with the cardiac evaluation and recommended cardiac medications. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.